Manufacturer narrative:
Investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR/ qn/ ncmr review: assembled lot: 7087506, used in the claimed final product lot: 7114984 of insyte autoguard 22g x 1.00 was analyzed for "needle retraction" and ¿part activation¿ tests, and it was evidenced failure in the activation of the part during the performing of this test. Qn/ ncmr review: it was evidenced quality notification (qn) # (B)(4) for the defect ¿part activation failed¿, which involves the assembly lot: 7087506. Quantity produced: (B)(4) units. Investigation conclusion: bd was able to confirm the incident in question. Investigation comments: after analysis of the qn/ ncmr of the claimed product, it was possible to confirm the complaint of the needle retraction failure. Root cause description: based on the investigations, the root cause of quality notification # (B)(4) evidenced a failure occurred at the plug placement station 5.54.4 during assembly of the product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety failed so the needle did not retract on a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. After use. No injury or medical intervention.